Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed on 10/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round high profile 630cc saline prosthesis. Capsular contracture baker grade iii was on the left breast was diagnosed post procedure. It was also indicated that the breast prosthesis bottomed out and pushed through the skin. The implant started showing through the skin after delivery of infant, leaving the implant exposed. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018 without replacement.